Manufacturer narrative:
Occupation: patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine (25 mg/ml at 1.997 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that beginning over the weekend the patient's pump was alarming or beeping. The caller stated that the patient's personal therapy manager (ptm) indicated a refill date of (B)(6) 2018 but the refill date was missed due to the managing healthcare provider's (hcp) office not having the medication available for a refill until (B)(6) 2018. It was reported that the patients low reservoir volume was 2ml and that the it would take 25 days until the pump was at 0ml and 12.5 days until it was at 1ml. The caller was directed to follow up with the hcp. The caller reported to be feeling nausea but was not sure if it was due to worrying about the alarm. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.